Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a follow-up. Post-paced t-wave oversensing was observed on a stored egm, and the patient received inappropriate atp and shock therapies due to oversensing. Programming changes were recommended. No further information is available.